Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary as reported, during a transurethral lithotomy (tul) procedure, the handle of the ngage nitinol stone extractor did not operate smoothly. The device was tested prior to use in an uncoiled position successfully and there was no damage to the device. The doctor noticed the issue when trying to remove the first stone in the urinary tract. The doctor stopped using the device and the procedure was completed with another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. The device was returned to cook in open packaging with the label for investigation. Upon inspection the support tubing was split. When the handle was actuated, the basket wouldn't open. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue had not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). G4: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul) procedure, the handle of the ngage nitinol stone extractor did not operate smoothly. The device was tested prior to use in an uncoiled position successfully and there was no damage to the device. The doctor noticed the issue when trying to remove the first stone in the urinary tract. The doctor stopped using the device and the procedure was completed with another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.